Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited high pacing impedances out of range in the right ventricular (rv) channel. Technical services (ts) reviewed the available data and observed noise oversensing events on the rv channel as well. Brief pacing inhibition was noted as a result of the oversensing. It was stated that this patient is 100% ventricular paced, though has a slow underlying rhythm. It was observed that this noise was not reproducible with isometrics/arm movements. Technical services (ts) provided troubleshooting. This pacemaker lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited high pacing impedances out of range in the right ventricular (rv) channel. Technical services (ts) reviewed the available data and observed noise oversensing events on the rv channel as well. Brief pacing inhibition was noted as a result of the oversensing. It was stated that this patient is 100% ventricular paced, though has a slow underlying rhythm. It was observed that this noise was not reproducible with isometrics/arm movements. Technical services (ts) provided troubleshooting. This pacemaker lead remains in service. No adverse patient effects were reported.